Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states insulin was leaking from the headset. Customer also advised at the time her blood sugar was elevated. Customer is attributing her high blood sugar to the leak. No adverse event. The infusion set is being returned.